Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for longer length lens due to low vault. The problem was resolved.